Event description:
Patient complains that they were vomiting clear liquid even without food intake.

Manufacturer narrative:
The balloon was not returned for examination. A review of the device labeling notes the following: - gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. - continuing vomiting with dehydration, electrolyte abnormalities, weakness, fainting or falling episode. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus.